Event description:
It was reported that after the catheter had been in place for six hours in an obstetric pt, resistance was encountered during removal. The catheter stretched, and then separated. A decision on whether to remove the indwelling catheter portion has not been reached. It was mentioned by the reporter that insertion had been very difficult due to the pt's anatomy.